Event description:
Customer reported tested 161 mg/dl while having a seizure. Customer was taken to the hospital and tested 161 mg/dl on the advantage system and 48mg/dl on the hospital device within 10 minutes. No action taken on device results. Customer treated with glucose by medical professional. Requested return of suspect system and replacement was sent.